Manufacturer narrative:
Insulin pump was received with unable to downloaded carelink pro. Unable to determine the root cause, problem isolated to pcb2.

Event description:
Customer reported via phone call that they tried to upload but got an error that the upload failed and to try again. Customer's blood glucose level was 140 mg/dl. Customer reported that reservoir was able to lock in place. Customer was advised to revert to backup plan. Insulin pump will be returned for analysis.